Manufacturer narrative:
No lenses were returned to the manufacturer for analysis, however, a lot number was supplied. The lot history, device history, sterilization records and trend reports were reviewed. No issues or non-conformances were found and no trends were identified.

Manufacturer narrative:
Analysis and investigation is ongoing. No lenses have been returned to the manufacturing for analysis. A lot number has been supplied for investigation. Once further information becomes available, coopervision will notify FDA via a follow-up. The association between coopervision lenses and the event is unconfirmed.

Event description:
The alleges she experienced a corneal ulcer while using the product. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.